Event description:
Product analysis was completed for the generator. Proper device functionality of the pulse generator in it¿s ability to provide appropriate programmed output current was verified. Additionally, the septum was not cored, eliminating the possibility of potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. There were no performance or any other type of adverse conditions found with the pulse generator. No additional or relevant information has been received to date.

Event description:
The patient's generator was replaced which was reported to be for prophylactic reasons. The device has been received. Product analysis is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had been referred for vns generator replacement surgery. Clinical notes were received as part of this process which reported the patient was experiencing painful stimulation in the chest as well as coughing with vns magnet stimulation. These began after the patient's vns was adjusted at the previous office visit. The pulse width was lowered due to these events, and then the frequency, pulse width, and magnet output current were lowered and it is indicated the coughing resolved after this further decrease. The neurologist speculated that a lead issue was contributing to these tolerability issues and requested that the lead be replaced if a lead issue is found during the surgery. Lead impedance was measured at the office visit and noted to be within normal limits. Follow up with the patient's neurologist determined that the replacement surgery was being taken to potentially prevent a serious injury. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.